Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to deploy. The hospital did not report any pt effects. Refer to MFR report # 2242352-2013-00659 for the related report.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside the loading device. The tension spring assembly, seal and anchor tab were inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).